Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a patient discomfort. A subcutaneous implantable cardioverter defibrillator (s-ICD) device was successfully implanted. No additional adverse patient effects were reported.